Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported to the clinic with chest pain. Upon interrogation, it was found that the right ventricular (rv) lead exhibited no unipolar capture and a microperforation. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.